Manufacturer narrative:
Unk if sample is available for eval, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges that some of the numbers markings are missing and doesn't appear all the way up the et tube as intended to be. No pt injury reported. Pt current condition is fine. Add'l info: when treating the infant, the numbers on the et tube rubbed off making it hard to see where to suction.